Event description:
It was further reported that both target lesions were predilated prior to taxus stenting. The target vessel was an lra of ramus. Distal protection devices were not used for the procedure according to the cardiac catheterization report. The two stents in the left radial artery graft did not overlap. The pt was admitted for cardiac catheterization to evaluate a 1-week history of recurrent exertional angina 112 days post index procedure. Selective bypass graft angiography revealed 95% ostial stenosis of the left radial artery graft to the ramus/om1. The previously placed distal stent in the lra graft was noted to be widely patent. The ostium of the lra graft was treated with balloon angioplasty and placement of 3.0x8mm taxus stent, reducing the stenosis to 0%. Post procedure, the pt developed transient thromboyctopenia secondary to integrillin use. The pt was discharged on continued asa and plavix therapy.

Event description:
Clinical study same case as MDR 6000093-2005-01311. It was reported that 112 days after a coronary drug eluting stenting treatment procedure the pt underwent a target vessel reintervention (tvr) of the svg to ramus artery. The index procedure treated two target lesion in the svg to ramus artery. Target lesion 1 had a 2.75 mm vessel diameter, was 80% stenosed, and was 12.0 mm in length. The phsycian predilated the lesion prior to placing one taxus express2 8.8% 3.00x12 mm drug eluting stent without complication. Residual stenosis was 0% after deployment. Target lesion 2 had a 2.75 mm vessel diameter, was 80% stenosed, and was 12.0 mm in length. The physician direct stented the lesion with one taxus express2 8.8% 2.75x12 mm drug eluting stent without complication. Residual stenosis was 0% after deployment. The pt was discharged from the hosp 1 day post index procedure receiving asa an plavix. The site reported that the pt underwent a tvr of the svg to ramus to alleviate proximal edge restenosis 112 days post index procedure. The physician treated the lesion by placing one taxus express2 stent in the target vessel. In the opinion of the physician there was a probable relationship to the taxus stent. The pt was discharged from the hosp 1 day post tvr in satisfactory/good condition.